Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin resulting in elevated blood glucose levels. The insulin leak occurred with 6 infusion sets from the same lot number after one day of use.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.